Event description:
It was reported that when a patient presented in-clinic with a vf episode, an alert for possible high voltage issue was detected. The vectors were measured within range. Lead replacement was recommended. Two weeks later, patient presented for vt ablation. During the procedure, patient's blood pressure dropped and had renal problems. The patient went into a pulseless vt and expired. The device shocked appropriately, and the physician does not allege the device to be the cause of death.